Event description:
It was reported that a patient felt symptomatic to the lead trend impedance measurements done by their implantable pulse generator (ipg) and gaps were noted in the lead trend data. Reprogramming to turn off chronic lead trend impedance measurement was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 5086mri45, lead, implant: (B)(6) 2011. (B)(4).